Event description:
It was reported that the physician's handheld was not functioning properly. It was reported that the physician has experienced this issue several times. The physician indicated that the handheld was well charged, but did not power on and when plugged into the power supply the orange light illuminated rather than the green light. It was later reported that the handheld was functioning properly, but that since it was unreliable the physician wanted a new programming system. The physician was provided a new programming system and the handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis of the handheld computer was completed on 02/27/2015 and the alleged failure to power on and off was not verified. The handheld computer performed according to specifications. No anomalies were found when testing the computer with the ac adapter or a fully charged battery. Analysis of the software flashcard was completed on 02/27/2015. No anomalies were identified. The flashcard performed according to specifications.